Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead was explanted and replaced 1.1 months after implant after exhibiting loss of capture in both unipolar and bipolar configurations. Fluoroscopic examination showed the lead had dislodged. The patient's physician attempted to reposition the lead, but was unable to achieve adequate pacing thresholds. No adverse patient effects were reported. This investigation will be updated should additional information be provided.